Event description:
Customer reported a cracked and non-functional touchscreen. The blood glucose level was 190 mg/dl, which is within a normal range. The customer was expected to return the pump for evaluation and a replacement device had been issued. No additional outcome details were available.